Event description:
The uretero-reno fiberscope was returned to the service center with a report of angulation stopped moving completely. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, peeled off adhesive at the bending section was found to be most likely due to degradation problem. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, the most probable cause is traced to known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.